Event description:
A company representative reported that a high impedance reading was observed upon review of the patient's programming system. Further follow-up revealed that the generator was programmed off and the patient was referred to neurosurgery. The physician indicated that it was agreed upon by neurosurgery that there was a discontinuity in the connection, but no lead fracture and no surgical intervention was recommended. It was reported that x-rays were taken, but it is unknown if they will be sent to manufacturer for review. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.